Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/11/2015 with the following findings: the cartridge compartment was observed to be cracked: the reported issue was confirmed. Unrelated to the reported issue, the battery cap was observed to be damaged/stripped.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.